Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have damaged cables. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn and the cable connecting ECG electrode complex a and b and the front te was pulled from the ECG complex. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.